Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate component (pump and relief valve) selection". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "operating suction range: approximately 120 mmhg ¿ 140 mmhg (2.3 ¿ 2.7 psi) maximum suction level: 182 mmhg (3.5 psi)". Discontinue use if an allergic reaction occurs. Not recommended for users who are experiencing skin irritation or skin breakdown in device contact areas." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that patient got defective purewick accessory kit. Tubing won't stay connected. Patient states that suction could became too strong and it started wick to build up with pressure, RMA done. It was noted that the purewick accessories replacement kit was shipped on 01apr2023.

Event description:
It was reported that patient got defective purewick accessory kit. Tubing won't stay connected. Patient states that suction could became too strong and it started wick to build up with pressure, RMA done. It was noted that the purewick accessories replacement kit was shipped on 01apr2023.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.